Event description:
It was reported that the health care professional (hcp) requested support as this right ventricular (rv) lead exhibited shocking impedance measurements of 127 ohms, which is high out of range. No noise was recorded. Technical services (ts) provided troubleshooting options and the hcp decided to program the shock impedance upper limit to 150 ohms and to continue normal follow-up. The rv lead remains in service. No adverse patient effects were reported.